Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that 4f PICC line was placed in pediatric patient on (B)(6) 2024. Per the facility, on (B)(6) 2024 a chest x-ray found a 1 cm foreign body, suspected to be a piece of the guidewire, in the patient's heart. Per the clinician that placed the line, the procedure occurred without complications. The hospital interventional radiology(ir) team recommended leaving the object in place to avoid potential harm from retrieval. Additional information received 07/10/2024: per the facility, no serious injury to the patient. However, the foreign object/piece of guidewire will remain.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that 4f PICC line was placed in pediatric patient on (B)(6) 2024. Per the facility, on (B)(6) 2024 a chest x-ray found a 1 cm foreign body, suspected to be a piece of the guidewire, in the patient's heart. Per the clinician that placed the line, the procedure occurred without complications. The hospital interventional radiology(ir) team recommended leaving the object in place to avoid potential harm from retrieval. Additional information received 07/10/2024: per the facility, no serious injury to the patient. However, the foreign object/piece of guidewire will remain.